Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, leaking and adhesive status. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 18.1 mmol/l (325 mg/dl) while wearing the pod for 34 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. The adhesive was wet from the insulin indicating a leaking and the adhesive started to come loose a bit because of the moisture from the insulin. As treatment, a new pod was applied.